Manufacturer narrative:
The hill-rom service technician inspected the sling bar and found the sling bar center bolt was broken. The uneven wear on the bolt is indicative of recurrent, uneven loads on the sling bar. In the instruction guide for universal sling bars (7en160185), the safety instruction section states: for safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician provided the customer with a cost estimate to replace the sling bar and the customer elected to not replace it. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that while lifting the patient, the sling bar bolt broke and the patient fell to the ground. The account alleged the patient was treated for injury resulting from the fall. Hill-rom contacted the account three times to obtain information about the alleged injury. No response has been received from the account. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).